Manufacturer narrative:
H4: the device was manufactured on an unspecified date in october 2022. H10: the actual device was not available; however, retained samples were evaluated. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The sets underwent functional leak testing and no leaks were noted to any of the retained samples. The reported condition was not verified. A drawing was also submitted; however, this only indicated the location of the malfunction. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an accessory "y" connector allowed for air to enter due to a crack. After one hour and forty-five minutes into hemodialysis therapy, a non-baxter arterial blood line was filled with air and a hairline crack was observed in the y connector. Treatment was ended without the extracorporeal blood being returned to the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.